Manufacturer narrative:
The insulin pump was received button error alarm and intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted during testing.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.